Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " it was reported that the 8/9 std neck not fitting on size 9 broach. Neck fit on size 8 broach, neck is fine but broach is defected." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment (B)(4) device photo ad (B)(6) 2024.¿ the photo investigation did not reveal that actis broach sz 9 (201001090) had any functional issue like assembly problem. The provided evidence was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the actis broach sz 9 would not contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 8/9 std neck was not fitting on size 9 broach. Neck fit on size 8 broach, and it seemed that the neck was fine but broach is defected. There was no major surgical delay, just a few minutes to open another pan. There was no patient consequence.